Event description:
Revision occurred approximately 3 weeks after the primary surgery, which occurred on 22-may-2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 40 + 9 mm humeral stability cup was explanted. This was replaced with a 40 mm + 3 humeral stability cup, and a 9 mm spacer.

Manufacturer narrative:
Revision occurred after 3 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.